Event description:
The patient reportedly experienced sound quality issues followed by loss of lock. External equipment was exchanged but the problem was not resolved. Testing performed by the center showed that the device was not functioning. The patient's c1 device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.